Event description:
It was reported that 10 atp sequences were noted during the patient's in-clinic follow up visit, and the clinician requested a longevity estimate. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that 10 atp sequences were noted during the patient's in-clinic follow up visit, and the clinician requested a longevity estimate. It was further reported that the device was explanted and replaced due to elective replacement indicators (eri). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Analysis of performance data collected from the device revealed there was low telemetered battery voltage; on (B)(6) 2010, the battery voltage with telemetry was 2.74v and the daily measurement was 2.95v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Analysis of performance data collected from the device revealed there was low telemetered battery voltage; on (B)(4) 2010, the battery voltage with telemetry was 2.74v and the daily measurement was 2.95v.